Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to the information received in the service report, the turbine was found defective and its replacement resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. Turbine module includes motor control, which main purpose is to control and supervise the turbine. The device logs were not provided. The defective part was not returned for investigation despite our request. According to the information received, it was scrapped by the customer. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the turbine.